Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found.

Event description:
It was reported that the device reached premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.